Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 550:320 was confirmed during product evaluation. The root cause of this condition was assigned to a damaged speaker harness. The main speaker harness was replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A device history review was performed with no exceptions during manufacturing found. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with a "fc 550.320". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.